Event description:
The user facility reported that a pt underwent a left anterior descending coronary artery (lad) interventional procedure. Post-procedure, a 13ml aggrastat bolus was administered, continued with an 8ml/hr drip, in addition to heparin 5300 units and plavix. A cutting balloon was used during cardiac catheterization, which was initially thought to have caused a possible coronary artery dissection. Following the catheterization procedure, a femoral angiogram was performed which revealed a puncture that was in the upper third of the femoral head, and an 8f angio-seal device was deployed without incident. The pt was taken to pcu. Upon arrival pt complained of back pain and nausea with a drop in blood pressure and an elevated activated clotting time (act) >317. Pt was transferred to intensive care. An echocardiogram was performed which showed possible cardiac tamponade. The pt was hemodynamically unstable and was brought back into the lab where pt was re-catheterized. An echocardiogram revealed no abnormalities. A groin ultrasound revealed no pseudaneurysm or obvious bleeds. The pt's blood-pressure continued to drop and an abdominal ultrasound revealed a large fluid collection next to the aorta; thought to be a retroperitoneal bleed. The pt became apneic, pt was intubated and cardiopulmonary resuscitation (CPR) protocol was initiated and maintained for 33 minutes with spontaneous blood-pressure and rhythm being returned. It appeared the pt was well perfused throughout CPR efforts. Six (6) units of red blood cells were administered. It was later reported the pt "may be better, was alert, oriented and recovering". 8/2/2002 - during a subsequent visit to the user facility by the st. Jude sales rep, additional info was reported by the ccl manager. Reportedly, the pt had not regained full respiratory effort subsequent to a sore chest post CPR performed in 2002. The intubation tube had been removed, although no specific date was provided. The pt developed nosocomial pneumonia and during respiratory distress, was not resuscitated in accordance with a family elected, "do not resuscitate order" (dnr). The pt expired earlier in the week, although the date of death was not provided. Confirmation of a reported "possilbe cardiac tamponade" identified by an electrocardiogram on the day of the procedure, could not be confirmed by the user facility. However, another physician reviewing the case reported he felt comfortable at the end of the lab procedure that the coronary artery was not dissected. An autopsy was not performed.